Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Discrepant non reproducible results were generated by a cobas c 111 with ise. The events involved a total of 1 patient with the following: one sample with erroneous results for crep2 creatinine plus ver.2 the patient's age was (B)(6) years. The patient's weight was (B)(6). The patient's gender was female.